Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿ wife reported via phone call that they had display anomaly. The customer¿s blood glucose level was unknown. The customer stated that screen was turning whitish gray and happens 2-3 times a week and pump got really hot and had lithium battery in and battery was really hot when changed out. It was reported that the display was white solid. The customer was advised pump will need to be replaced. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit was received with blank flashing white lcd due to cracked on lcd controller. Unable to verify missing segments/partial display due to blank flashing white lcd. Unit was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. Unable to verify or monitor unit for overheating complain due to blank display. Performed visual inspection on electronics assembly no physical damage noted.